Event description:
In 2008, the pt reported elevated blood glucose readings from 400-600 mg/dl. She stated her symptoms are nausea, tiredness, and she cannot keep down food or water. She stated she has treated her readings by bolusing, but they only come down for a while and then start to elevate again. Troubleshooting did not find any product issues. The pt stated she is not sure if her symptoms are due to the elevated readings or whether she has caught the flu or other viral infection. The pt was advised to contact her doctor as soon as possible. On follow up, the pt stated her blood glucose readings have returned to normal. She stated she was having a heart attack on the day of the call and that caused her elevated readings. She stated she was treated for the heart attack at the hospital and then released. The following month, the pt's doctor stated the pt was in the hospital for 4 days with ketoacidosis, had a stent put in and was released about 3 days ago. Repeated attempts were made to follow up with the doctor. One week later, the doctor stated he is aware the pt's insulin infusion device was apparently functioning well throughout her ketoacidosis episode and the heart attack for which she was hospitalized. He stated he did not know whether the ketoacidosis or the heart attack came first. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.